Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device does not properly mesh. The event timing was during surgery. There was no harm or delay reported. Additional graft was not needed. Due diligence is complete and there is no additional information available.

Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d9,g6, g3, h1, h2, h3, h4, h6, h10, e1, e2, e3, g2. Review of the most recent repair record determined that the unit was not properly meshing, and the cutter blade and side plate had failed. The cutter and side plate had to be replaced, however the customer canceled the repair. -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends